Event description:
It was reported that the patient did not get pain relief from initial procedure. The patient underwent a revision procedure the same spacer was taken out and reused. The patient is doing well post operatively. Additional information was received that the reason for the revision procedure was that radiographic imaging revealed that the implant was not properly placed.

Manufacturer narrative:
The device was not returned for analysis and the complaint could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that the patient did not get pain relief from initial procedure. The patient underwent a revision procedure the same spacer was taken out and reused. The patient is doing well post operatively. Additional information was received that the reason for the revision procedure was that radiographic imaging revealed that the implant was not properly placed. Additional information was received that x ray readings from images on (B)(6) 2020 showed that the device did not appear to be between the spinous processes and appeared to be more posterior the l3 spinous process.

Manufacturer narrative:
The device was not returned for analysis and the complaint could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that the patient did not get pain relief from initial procedure. The patient underwent a revision procedure where the same spacer was taken out and reused. The patient is doing well post operatively.